Event description:
It was reported that the patient experienced peritonitis. Seven weeks later, the patient was hospitalized for the reported event. However, the treatment for peritonitis was not reported. Four days later, the patient was discharged from the hospital and they were reported to have recovered from peritonitis. Additional information was requested and was not available at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd893453 and gd893875. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.